Event description:
The customer reported that the system displayed a communication failure error message on bootup. This error message would prevent the system from booting up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was reseated. The system was then found to be operating as intended.